Event description:
It was reported that on the evening of (B)(6) 2011, a physician tried to place a catheter at the time of an initial pump system implantation for a new pump pt. The reporter stated that there were no problems with the initial needle insertion to place the catheter, and "got back great cerebrospinal fluid (csf) flow". The physician then inserted the catheter but was not able to get csf backflow. There was a malfunction of the catheter; the catheter had a blockage. The physician tried to place the needle three more times, and tried to take catheter out. Troubleshooting was done. A dye study was done; the physician tried to aspirate the catheter using a 27 gauge needle, but was unable. Per the reporter, the physician chose to use a second, different catheter. When this catheter was placed "it went well"; there was "good backflow". The pt recovered without sequela.

Manufacturer narrative:
The complete catheter was returned for analysis that revealed a catheter body; damage occurred to catheter body and/or guidewire during implant procedure. There were two minor bednds and one significant one on the guidewire.

Manufacturer narrative:
(B)(4).